Event description:
During a coronary drug eluting stenting treatment procedure, the shaft of the delivery device fractured while outside of the patient. The physician initially pre-dilated the calcified, lengthy, proximal lad lesion and implanted a taxus express2 2.75 x 24mm drug eluting stent into the ostium/proximal lad. As the stent did not entirely cover the lesion, the physician elected to implant a second taxus express2 2.75 x 24mm drug eluting stent, but he was unable to advance the stent to the lesion site due to the persistent fibrotic restriction at the lesion site. The physician then retrieved the stent/delivery device without difficulty. Per the standard procedure, the nurse at the scrub table replaced the undeployed stent crimped on the delivery device into its protective packaging hoop. After further dilation of the calcified, fibrotic lesion with a noncompliant balloon, the physician reintroduced the taxus express2 2.75 x 24mm drug eluting stent to cover the residual segment of the lesion. Unfortunately, on removing the stent/delivery device from the protective hoop, the proximal shaft fractured. There were no obvious diffculities on either replacing the stent/shaft into the hoop or removing it again from the protective hoop. No patient injuries or complications were reported.